Event description:
User stated there was a leak coming from the water confection to the analyzer. He said it was a small amount of water that was only at the back of the analyzer and was on the floor, but not in a walkway. They have not had an issue with pt results from the analyzer. No operators were harmed. The field services representative determined the connection between the analyzer and the water system had separated. He fitted the water system with the correct adapter to attach to the analyzer water input line.